Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously elevated troponin (accutni) result above the acute myocardial infarction (ami) cut-off for one (1) patient generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory and the physician questioned the result. Upon repeat testing of the patient sample produced a lower result within the risk stratification range of the assay. It is unknown if there were any changes to patient treatment or affects to the patient in connection to this event; this information has not been supplied to date.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse noted that the customer had performed a failing system check prior the engineer's arrival. The fse removed and inspected the wash wheel and noted that a spill had occurred within the wash wheel. The fse performed a preventive maintenance (pm) on the analytical module. The fse replaced the mixer belt, pulleys, pinch rollers, incubator belt, and clips. The fse continued repairs by replacing the transducer tip and wash station, performing all alignments, and completing the 197v transducer modification. The fse primed the system, performed a passing system check, and completed additional service assays in which the results all passing within instrument specifications. The fse also performed an accutni precision run with "good precision" to further verify instrument performance. Although several hardware repairs were required at the time of service, a definitive root cause for this event has not been determined to date with the information supplied.